Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was not returned to zoll medical corporation, instead the device log was received. Review of the clinical file from the reported event concluded that the device worked as designed and within the limitations of the technology. Review of the log indicated the device was powered on using battery only and initially recognized defib cable ID 11, which indicates a multi-function cable (mfc) without a resistor, mfc with shorting plug or third-party pads are connected. During the first two attempts, stat-padz ii or pedi-padz ii were used in an attempt to complete the 30j self-test. However, these pad types do not include the internal shorting wire required for the test to proceed. In order to successfully perform the 30j self-test, the device must be connected to a shorting plug or unopened one-step complete pads, both of which provides shorts to complete 30 j test. Analysis of reports of this type has not identified an increase in trend.